Event description:
The customer contacted physio-control to report that their device would not stay powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was later confirmed that due to the age of the device and the costs associated with repair the customer has decided to retire the unit and permanently remove it from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.